Event description:
A us distributor returned electrode belt sn: (B)(4) indicating that the belt did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. Upon evaluation, the ECG electrode d was severed from the ECG cable. The cause of the test failure is the severed ECG electrode. The root cause of the severed electrode and cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode and cable.